Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that "the rubber seal near the push rod is deteriorating." Customer¿s blood glucose level was 136 mg/dl. The customer continued to use the pump for insulin therapy.